Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. At 16cm, and 16.5cm from the collar, the shaft was kinked. For a length of 1cm from the tip, the shaft, markerband and tip were flattened.

Event description:
Reportable based on device analysis completed on 01apr2022. It was reported that the device crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A guidezilla ii extension catheter advanced, but failed to pass the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable. However, device analysis revealed device detachment.